Event description:
Reporter indicted that diagnostic testing on a vns pt resulted in high lead impedance. The pt's seizures have increased, relationship to pre-vns baseline unk, and "complex partial seizures have appeared". There was no injury, etc. That would have caused the high impedance. The pt could also not feel stimulation. The physician suspects that the high impedance may be caused by fibrosis at the electrode site. X-rays were reviewed by the MFR and no obvious cause for the high impedance was found. Good faith attempts for add'l info have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected.